Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that there was air in the line during testing. There was no patient injury.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review found there was a latch/lock loose issue during the manufacture of this device, but there was no indication of a manufacturing defect during the investigation. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the battery door is missing. Functional testing found the air detector was inoperable. The air detector failed to read 'pass' when a filled 50ml cassette was attached. Recommend replacing the air detector. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4).